Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to this hospital with explanted implantable cardiac monitor (icm) on (B)(6) 2021. Patient suggested that the icm came out of the body and the body rejected it. No further intervention was reported. The patient was unaffected and was in stable condition with no complications or issues.